Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(6), 2012.

Event description:
It was reported that patient underwent primary knee procedure on (B)(6), 2011. Revision surgery was performed on (B)(6), 2012 due to dislocation. Size 6 bearing was replaced with a size 9. No further information has been received.